Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in an unknown vessel. While attempting to pass the stent through the introducer sheath the 3.50 x 16 mm taxus express2 drug eluting stent became damaged. It is unknown how this procedure was completed. No pt complications were reported.